Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five photos and eight loose 1ml ll syringes were received. The samples were visually evaluated and observed to have silicone lubricant puddled behind the stopper. The amount of lubricant observed was excessive and non-conforming per product specification. Potential root cause for the excess silicone defect is associated with the assembly process. It is likely improper positioning of the silicone gun led to an overspray on the barrel flanges instead of its intended path of the inner wall of the barrel. The accumulation on the flange then allowed for silicone to get caught behind the stopper as the plunger and stopper were assembled to the barrel, resulting in the condition observed. The following corrective action will be taken in response to this complaint and others received for this batch. The silicone gun will be pinned down at the optimal location to prevent silicone overspray from occurring. Due 11/30/2021 furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 1ml luer-lok¿ syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: we detected some sticky liquid (silicones) on the inner/outer surface of the syringes. Drops of liquid are clearly visible inside the syringes.